Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. Part: 352.044. Lot: 9671864. Manufacturing site: (B)(4). Release to warehouse date: october 09, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: it was noticed that the shaft of the device was bent. Hence, the complaint is confirmed. There are scratches noticed on the device. Dimensional inspection relevant feature: shaft diameter measured diameter proximal to bent: conforming conclusion: the complaint is confirmed. A definitive root cause could not be determined; it is possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. This complaint is considered a reportable malfunction only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an intramedullary nailing of femur, the flexible shaft was not sliding over the reaming rod very smoothly at all. After looking at the shaft, the top was slightly bent. The surgeon straightened the prongs as much as possible and continued to ream. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown reaming rod (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0 mm flexible shaft 620 mm. This is report 1 of 1 for (B)(4).